Event description:
Information received indicates the functions are working intermittently from the siderails due to fluid ingress on the ucm boards.

Manufacturer narrative:
The technician replaced the siderail ucm boards and cables to repair the bed.